Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device is displaying a speaker malfunction. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The customer was provided a quote for onsite services but has not accepted the quote; therefore the cause cannot be determined at this time. The complaint was forwarded to the responsible product support engineer (pse) for further investigations. The pse provided the following statement: if the x3 is connected to a host monitor the alarming is done via the speaker of the host monitor and the speaker of the x3 is not active. In this situation the impedance of the speaker within the x3 increases slightly and in rare cases it triggers the limit and the x3 monitor falsely identifies this as a defective speaker and displays the inop at the host monitor to notify the user. Once the x3 is undocked from the host monitor the speaker of the x3 will be activated, the impedance reaches its normal limit and is detected correctly. As a result, the inop will not displayed anymore (the functionality of the speaker of the x3 is always given, it is only the detection mechanism triggers once the speaker is not actively used). A replacement of the speaker might resolve the situation as the impedance might slightly vary in-between its specifications, but the final solution will be addressed via software revision p.0. Which will be made available in q2 2022. It is unknown how this issue was resolved. The provided quote by philips was not accepted by the customer, therefore the cause cannot be determine at this time.no further investigation or action is warranted at this time. H3 other text: the customer has not accepted the cost estimate for repair.

Event description:
It was reported that the device is displaying speaker malfunction. It is unknown if the device was not in use monitoring a patient at the time of the event.